Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vc/organ perforation, tilt, and reactive bony sclerosis. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported reactive bony sclerosis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Update 27sep2019: patient allegedly received an implant on (B)(6) 2007 via the left common femoral vein due to ¿deep venous thrombosis recurrent despite anticoagulation¿ (per implant operative report). It is alleged that the complaint device fractured, perforated and tilted, and the patient was injured without further explanation. Per a CT (computed tomography) scan of the thorax dated (B)(6) 2016, ¿partially imaged ivc filter is noted. One of the posterior filter prongs abuts the l3 vertebral body with reactive bony sclerosis noted.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2016, ¿infrarenal ivc filter is again noted. The posterior limb of the filter extends into the anterior l3 vertebral body with adjacent lytic changes, similar to (B)(6) 2008 exam.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿the proximal tip lies approximately 2.0 cm above the renal veins. A posteromedial prong has perforated the ivc wall and extends into the anterolateral aspect of the l3 vertebral body. This prong is fractured. One of the prongs has extended through the anteromedial wall of the ivc. This prong abuts and may penetrate the posterior wall of the duodenum.¿